Manufacturer narrative:
No device, product number, or lot number was provided at the time of the reported complaint. Follow-up correspondence was sent for this information. Pictures were provided. The pictures were reviewed by chemence's chief medical officer and his assessment indicated that there may have been an overlap of allergic contact dermatitis and infection, especially considering the treatment with antibiotics. The presence of a widespread black hue around the wound suggests a late phase of subcutaneous hematoma in the healing process. The incision line appears to be well-healed with appropriate wound care, indicated by the use of steri-strips. While an initial photo would have been helpful for better differentiation between infection and allergic reaction to glue, it's essential to consider all aspects of the patient's condition. The patient was released after hospitalization and treatment with antibiotics. Chemence will continue to monitor and trend these types of events to determine if additional action is needed.

Event description:
This is a foreign event originally reported from south korea. The reporter noted that after trimmalleolar fracture metal removal surgery on (B)(6) 2024, exofin fusion was applied. A week post-op, the patient experienced a rash and blistering where the mesh was adhered. The mesh was removed and the blisters later burst and turned black. The patient was discharged from the hospital after a week of antibiotics.